Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
The pt contacted animas alleging that the pump was having difficulty responding to button presses. The pt also claimed that the paint on the ok button was slightly worn. The pt denied any keypad damage.